Manufacturer narrative:
If explanted; give date: iol exchange was scheduled (B)(6) 2018. This has not been confirmed. (B)(4).an attempt was made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was unhappy with her vision. Patient reports seeing lots of ''spider cracks'' with her left eye (os) after implant of a model zxr00 tecnis multifocal symfony iol (intraocular lens). She also has history of lasik in her left eye (os). The doctor had discussed with her, pre-operatively, that her left eye would be hard to hit a perfect target refraction. Patient's uncorrected distance was 20/70 with mrx (manifest refraction) of -1.75 + 0.75 x 140 (20/25). Patient was scheduled (B)(6) 2018, for a lens exchange with a different power to eliminate some of her unwanted visual symptoms. No additional information provided.

Manufacturer narrative:
Additional information: lens was replaced with the same model lens, zxr00, but with different diopter power of +20.5. Patient's symptoms were first noticed on (B)(6) 2018. There were no surgical interventions required such as vitrectomy, incision enlargement and suture. It was also noted that there was no patient injury as patient is very happy and doing well. Based on new information received, the following fields have been updated accordingly: date of birth: (B)(6) 1950. Date of event: (B)(6) 2018. If explanted; give date: (B)(6) 2018. Patient code 3191 - updated planned explant to explant. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.